Event description:
It was reported that, "after dr. (B)(6) finished his exposure and discectomy and was ready to insert an anchor-c implant, he asked for a size 8mm implant. They tried to load the size 8mm implant onto the inserter, but found the cage wouldn't thread properly onto the inserter. So, dr. (B)(6) was forced to go back in and take more disc/ change his approach so that he could fit a size 9mm cage into the disc space."

Manufacturer narrative:
Method: complaint history analysis, DHR review, risk assessment, visual inspection. Results: there have been 9 complaints related to the cross threading of the inserters with the anchor-c cage. The DHR of this device's lot was reviewed and no info potentially linked to the reported issue was detected. When the instrument was returned it was inspected and it was found that the threads on the tip of the inner shaft are damaged. The threads are flattened and torn making the instrument non-functional. In this event the surgeon had to increase the disc space height in fit a larger sized implant as this inserter was no longer functional. This lead to a 35 min delay, however the larger cage was implanted. Conclusion: the instrument became cross-threaded with the cage during attachment; this is caused by the inserter shaft not being in alignment with the cage during attachment. The surgical techniques recommends threading the cage onto the inserter by holding the cage between the thumb and the forefinger of one hand and the shaft in the other hand. Then continue turning the inserter shaft until it cannot be rotated any further. The cage should be fully threaded to the inserter so that it is snug. Hence the cause of this event is non-optimal attachment of the inserter to the cage.